Manufacturer narrative:
Unit received with constant failed battery alarm during current test due to problem isolated to the electronic assembly noted. Unable to perform sleep current measurement, active current measurement and self test due to constant failed battery alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error and recurring battery failed alarms. Customer also stated that the insulin pump had low battery alarm. Customer was able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.